Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the mfg's service ctr, "service required" codes were found in the ventilator's downloaded error log. The device's system board and sensor board were replaced to address the issue.